Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a cuff failure. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.